Event description:
It was reported the programmer has a noisy ECG (electrocardiogram) signal. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer has noisy ECG (electrocardiogram) signal; loose ECG connector. System fan is noisy.